Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event. On or about (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2013-00013 and 1225714-2013-00014. Additional information has been requested and will be submitted upon receipt accordingly.